Event description:
It was reported that during a da vinci si total hysterectomy procedure, a spark from the monopolar curved scissors (mcs) tip cover accessory was observed. The mcs instrument was immediately removed and a replacement tip cover was installed to complete planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt through the silicone and mechanical tears. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole size is approximately .010 in diameter and is located 0.175 from the silicone to sleeve interface. The tip cover also has various mechanical tears in the general vicinity of the holes.